Event description:
Note: this report pertains to the second of two devices used in the procedure. Refer to MFR report #3005099803-2008-05458 for details regarding the other device. It was reported to boston scientific corporation that an rf 3000 radiofrequency generator was used in an rf ablation procedure, performed in 2008. According to the complainant, the physician clipped a hemostat to the coaccess needle electrode, which was leaning on the patient's skin, to prevent the probe from moving. It was further reported that "the hemostat broke through the protective cover of the probe which caused a burn to the patient from the hemostat." And, that "the probe did not burn the patient, the hemostat got heated and burned the patient." The burn occurred on the upper left quadrant of the patient's back and was noticed when the procedure was completed. The burn, classified by the physician as "first degree," was treated with burn ointment. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complainant was unable to provide the suspected device lot number; therefore, the device manufacture date is unknown.